Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How much blood was lost (ml)? Did the patient require a transfusion? Did the post-operative care change based on the bleeding? Please provide additional photos that is associated to the reported issue. Thank you. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during the right hemicolectomy, could not fire, noted the staples malformed and oozing. Used suture to oversew and stop oozing. There was no patient consequence reported. No additional information can be provided.